Event description:
It was reported that this implantable pacemaker was found to be in safety mode. The patient is pacemaker dependent and was hospitalized due to syncope that was potentially caused by oversensing due to the device programming to unipolar configuration when it entered in safety mode. The device is expected to be replaced, however, the device remains in service at this time and there is not yet information available regarding a scheduled replacement procedure. No additional adverse patient effects were reported. Additional information provided indicates the device was explanted and replaced for a non-boston scientific product. Reportedly, the physician believes the syncope experienced by the patient is related to the device switching to unipolar configuration and myopotential oversensing. No additional adverse patient effects. The device was retained by the hospital due to local policy and is expected to be returned for analysis when available.